Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, the angiography revealed 90% stenosis in the right posterolateral artery. The indication for the procedure was stable angina pectoris. The lesion was described as 8mm in length, class b2, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 3 x 13mm cypher rx at 18atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 15mm balloon at 18atm. The patient's cardiac enzymes were reported to be normal at screening. At 6-12 hours post index, the ck was 219 (180 unl). At discharge, the ck was 264 and the troponin I was 1.15 (0.06 unl). The ecgs, cardiac enzymes and discharge summary were not received from the site after multiple requests. As per the site, there was no adverse event post index, but the elevation was later diagnosed as a periprocedural mi based on the adjudication minutes. There were no procedural complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aciphex, aspirin, plavix, crestor, eptifibatide, heparin, protonix, zetia, and zocor. Complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. This is a (B)(6) male with medical history including hyperlipidemia, history of angina, history of myocardial infarction ((B)(6) 2002), history of CABG ((B)(6) 2002), history of dyspepsia and history of neck cystectomy. At the time of index procedure, the angiography revealed 90% stenosis in the right posterolateral artery. The indication for the procedure was stable angina pectoris. The lesion was described as 8mm in length, class b2, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 3 x 13mm cypher rx at 18atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 15mm balloon at 18atm. The patient's cardiac enzymes were reported to be normal at screening. At 6-12 hours post index, the ck was 219 (180 unl). Screening: normal in range. 6-12 hours post index procedure: ck 219 (180 unl). Discharge: ck 264, troponin I 1.15 (0.06 unl). The ecgs and discharge summary were not received from the site after multiple requests. As per the site, there was no adverse event post index, but the elevation was later diagnosed as a periprocedural pci based on the adjudication minutes. There were no procedural complications and the patient was discharged the following day. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15087071 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.